Event description:
It was discovered during a sterile dressing change that the kit had an empty package for the chlorhexidine swab. The package did not appear to be tampered with and was sealed prior to use, but upon opening, there was no swab included. This caused the rn to have to remove sterile glove, retrieve a new swab and start the process over, putting the patient at risk for infection.